Event description:
The customer reported that during surgery, the anterior chamber collapsed. The anterior chamber collapse occurred during phaco and during I/a. The surgeon converted to an ecce to completed the case and the pt was hospitalized for three days as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. This report mailed in to FDA on: 2/22/2008.